Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent instances of low blood glucose (bg) level below 30 mg/dl; cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.